Event description:
Customer obtained result of 294mg/dl on her accu-chek aviva meter in comparison to professional meter with result of 95mg/dl within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.